Manufacturer narrative:
It was reported by the site that the patient had a pump exchange during this admission. Due to progression of infection to rectus muscle, the decision was made to exchange the pump. The blood cultures remained negative. It was further stated that the pump was not the cause of the infection. The patient has had a history of being "noncompliant with the driveline dressing changes and has been admitted to multiple traumas to the driveline exit site when her bag was dropped, as she was not using any type of anchoring device to limit trauma at the skin level." It was further stated that the infection was started as a subcutaneous infection that ascended along the path of the driveline to the abdominal rectus muscle. The infection did not affect the pump, outflow graft, or surrounding areas. It was also said that the pump would not be returned and it would be disposed of. No additional information provided. Driveline exit site management and this patient's previous driveline site infection may have contributed to this reported event. Although a definitive conclusion cannot be made, patient and clinical factors including comorbidities may have contributed to the event. The pump was not returned to the manufacturer for evaluation. Review of the manufacturing documentation including the certificate of sterility confirmed that the associated device met all requirements for release. There is no evidence to suggest that any device malfunction or manufacturing issue caused or contributed to the reported event. Patient noncompliance and factors pertaining to driveline exit site care, which are outlined in the instructions for use and patient manual, are identified likely contributors to the event. Infection is a known potential adverse event associated with the implantation of all vads as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Based on the available information and due to the timing of the event as related to the implantation of the device, clinical and patient factors may have contributed with no indication of a relationship to any device performance or manufacturing issues. Percutaneous drivelines are associated with all ventricular assist device systems and put this patient group at risk of associated infections. Trauma to the exit site may have further contributed to development of infection in this patient. Drive line infection, erosions and other tissue damage are known potential adverse events that may be associated with the use of the heartware® system as outlined in the instructions for use (IFU). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual (pm) include a reference guide and warning that lvad pump candidates often possess several risk factors such as infection. As per IFU and pm in order to minimize the risk of infection, driveline exit site dressings should be changed daily. IFU and pm further state that routine driveline/exit site care is the responsibility of the patient and the primary caregiver. Proper pump driveline and exit site care are outlined in IFU and pm. Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported infection; however, lvad pump candidates often possess several risk factors which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility that can attribute to infection. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product not returned.

Event description:
It was reported from the site that the patient was admitted on (B)(6) 2015 for driveline infection. It was reported that the wound cultures were (+) for multi-drug resistant pseudomonas and that the blood cultures were negative. Patient was taken for debridement of exit site x2 prior to exchange. It was stated that the infection progressed to the rectus muscle. No additional information provided. Investigation is ongoing.